Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to customer administering control solution in eyes: dry eyes. Control solution was not returned for evaluation. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the true metrix control solution, stating that she had administered the control solution in her eyes. Customer stated she had believed the control solution had been her eye drops. Customer reported a negative reaction: dry eyes. No medical attention was reported. The call had been disconnected; manufacturer made several attempts to contact customer but was not successful. No further information, including product lot information, and which true metrix product line customer was using, was able to be obtained.